Event description:
The customer reported that the 9800 system would display a motion disabled error message when the key was not turned on and the joy stick was broken and wires were exposed. No pt injury was reported.

Manufacturer narrative:
The ge rep advised the customer over the phone to ensure that the motion disabled switch and the key was turned counter clockwise. The customer tested the system and reported that it operates as intended.